Event description:
Remnants of the product left in her body- vagina [foreign body in reproductive tract]. Bodily discomfort [discomfort]. Pain during her menstrual period [dysmenorrhoea]. Part of the tampon was broken [device breakage]. Part of the tampon was broken when she was inserting the top end of the applicator. Suspects remnants of the product left in her body [complication of device insertion]. Case narrative: consumer reported via phone that part of the tampon was broken. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Remnants of the product left in her body- vagina [foreign body in reproductive tract] bodily discomfort [discomfort,] pain during her menstrual period [dysmenorrhoea], part of the tampon was broken [device breakage] , part of the tampon was broken when she was inserting the top end of the applicator...suspects remnants of the product left in her body [complication of device insertion] , probable manufacturing cause [manufacturing issue] . Case narrative: consumer reported via phone that part of the tampon was broken. No serious injury reported.